Manufacturer narrative:
Product event summary: the battery passed visual inspection and functional testing. The controller, (B)(4), in use during the event did not have the software master record upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge to 0% relative state of charge and back to previous relative state of charge values. This is an indicative of communication errors between the controller and the battery. An internal investigation is investigating communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm and the patient noted irregular discharge of the battery. The battery was exchanged. No patient complications have been reported as a result of this event.